Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable needed to be held at a specific angle in order to charge the pump. Customer¿s blood glucose value was between 200-300 mg/dl. Replacement cable was sent to the customer. Multiple follow-up attempts to perform further troubleshooting were made by tandem technical support however the customer did not respond.